Manufacturer narrative:
The device was returned for analysis. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that this device recorded a code 1003 and code 1007. Code 1003 indicates the battery voltage is too low for the projected remaining capacity. Code 1007 indicates a charge timeout has occurred. The charge timeout will put the device to battery capacity depleted status and because of alert code 1003 and the age of the device, it is believed that the battery is very low. Boston scientific technical services (ts) discussed the device may still be pacing at vvi 50, but tachycardia therapy cannot be guaranteed. The field representative noted the device does appear to be pacing still at 50 ppm. The patient was admitted to the hospital and the device was explanted and replaced. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device had no telemetry at the start of analysis. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.